Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to go to the emergency room to treat a high blood glucose level. The customer stated that the changed her infusion set and manually injected, but her blood glucose level did not come down. Blood glucose level at the time of the incident was not provided. The customer was unable to complete troubleshooting at the time of the call. The insulin pump was not replaced or returned for analysis.